Event description:
The customer reported the ventilator would not pass extended self testing. Review of the device event log noted a vent inop occurence due to an exhalation motor error. The device was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. Upon inspection of the ventilator, the manufacturer's service technician reported finding a screw laying on the main pcb board against the exhalation motor controller pcb board. The screw is used to secure the main pcb board. The service technician secured the screw into its location and replaced the exhalation motor controller pcb board as a precaution. Performance verification testing was completed and passed per operating specifications. The device had been previously serviced in (B)(6) 2011.